Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm occurred during testing. The device was received with moisture damage on the electronics, motor, vibrator and battery tube assembly. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error after the customer was in a lake an the insulin pump case got wet. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.